Event description:
Pt with noted cuff leak in endotracheal tube. Pilot balloon fully inflates. Pt extubated. It was noted that the bite block had slipped and was blocking off the pilot tubing to the ett. Cuff was only partially inflated.